Manufacturer narrative:
This is 2 of the 2 reports for this event. The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that difficulty was encountered when the delivery wire of the second coil was inserted into the detachment system and the proximal contact was bent. Then the physician tried to detach the coil, however even though long beep was sounded twice the coil could not be detached. So the physician removed the delivery wire from the detachment system and reinserted again, but the detachment system did not power on. Therefore, the physician decided to remove the coil. After removal the proximal part of the delivery wire from the detachment system, the physician confirmed that the anode of the proximal contact was exposed. In addition, when the physician tried to remove the second coil from the patient, it was found that the second coil was tangled with the first coil (subject device) which was initially successfully implanted in the aneurysm. Hence both coils were retrieved with snare. The procedure was completed with other coils. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that difficulty was encountered when the delivery wire of the second coil was inserted into the detachment system and the proximal contact was bent. Then the physician tried to detach the coil, however even though long beep was sounded twice the coil could not be detached. So the physician removed the delivery wire from the detachment system and reinserted again, but the detachment system did not power on. Therefore, the physician decided to remove the coil. After removal the proximal part of the delivery wire from the detachment system, the physician confirmed that the anode of the proximal contact was exposed. In addition, when the physician tried to remove the second coil from the patient, it was found that the second coil was tangled with the first coil (subject device) which was initially successfully implanted in the aneurysm. Hence both coils were retrieved with snare. The procedure was completed with other coils. No clinical consequences reported to the patient.